Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. An investigation is on-going and a supplemental medwatch will be submitted if new info becomes available. (B)(4).